Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported under delivering which was reproduced during evaluation and found to be caused by an out of adjustment pressure plate travel which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.